Event description:
The customer reported that the hand held scanner of the ortho provue analyzer incorrectly identified a barcode label during validation. Sample misidentification may lead to the reporting of erroneous test results. The customer identified the issue, preventing erroneous results from being reported.

Manufacturer narrative:
A possible root cause has been determined. The customer did not have the hand scanner programmed for the barcode symbology. Once the hand scanner was programmed, the hand scanner functioned as expected. Repairs were not required to return the analyzer to expected operation. No malfunction of the analyzer and / or the hand held scanner could be identified. This customer has not logged any complaints against this analyzer since this incident. (B) (4).